Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver displayed a replace now message. It was indicated that the patient did not if the message was regarding the transmitter or the sensor. No medical intervention was reported. Additional event or patient information is not available.